Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.

Event description:
Senior surgeon, reported via our sales rep, of a gamma nail breakage. He reported that revision is planned for today.